Manufacturer narrative:
Follow-up # 2 - 4/16/2015 correction. Supplemental sent to correct information previously sent.the lay user/patients test strips have been returned on 3/27/2015 and further evaluated by lifescan product analysis on 4/1/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch verio iq meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy issue first occurred at 1:30pm on (B)(6) 2015. At this time the patient obtained a blood glucose result of ¿325mg/dl¿ on the subject meter. The patient manages their diabetes by self-adjusting their insulin dose and denied taking any action in response to their usual diabetes management regimen prior to the alleged product issue occurring - they took their usual 5.3 units of novalog insulin at 9:20am on the morning of (B)(6) 2015. The patient stated that 30 minutes after the alleged inaccuracy they experienced the symptoms of ¿dizzy, nauseous and sweats¿. The patient denied receiving any form of treatment as a result of these symptoms. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 3 - additional information: the retain test strips also passed all testing. A DHR (device history record) was completed on 04/13/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Device evaluation the lay user/patients meter has been returned on 3/20/2015 and further evaluated by lifescan product analysis on 4/1/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.